Manufacturer narrative:
(B)(4). The mitraclip (60712u295) remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The first mitraclip (60713u141) is filed under a separate medwatch report number.

Event description:
This report is filed because of the potential clip interaction that could have contributed to the single leaflet clip attachment (slda) of the first implanted clip. It was reported that after the second mitraclip (lot 60712u295) was deployed, the first mitraclip (lot 60713u141) was noted to have a slda. The possible contributors to the slda were thought to be a tear on the posterior leaflet or clip interaction between the first and second clips. These contributors to the device issue were suspected, but not confirmed. A third mitraclip was deployed to stabilize the first clip and treat the mitral regurgitation (mr). On the transesophageal echocardiogram, mr was reduced from 4 to 1. The next day, a transthoracic echocardiogram showed an mr grade of trace. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported device causing damage to another cannot be determined. It is possible that device causing damage to another may be a result of user technique/procedural circumstances, as the second clip may have contacted the first clip; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.